Manufacturer narrative:
(B)(4). Concomitant medical products: 05pe2246 - d-mob ades insert 22.2mm sz46 - 109279250a; 66017569 - palacos r +g 2x40 g - 86684632; 00801102020 - allen plug hdpe/baso4 10c/20fl - 63742714; c05cc46 - dual mobility ades cmntd 46mm - 085358080a; 00811400110 - collarless polished taper - 63574578. (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the location of the product is unknown. The investigation is in process. Once the investigation has been completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-00666.

Event description:
It was reported patient underwent left hip revision approximately 1 month post implantation due to infection. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.